Event description:
The customer reported to corporate product surveillance that the leak is directly below the spike of the clearlink y-type blood/solution set. They were using a sigma pump, which is brand new to them. The time frame varies when the leak occurs. Treatment is delayed and they have not lost over 6 units of blood. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.